Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a fixed defect was found via pulmonary angiography, while the patient was in preparation to receive a sensor delivery system. As a result, the procedure was abandoned. The device intended for use wasn't opened in the process. Afterwards, the patient was treated with low molecular weight heparin and bridge anticoagulation therapy.